Manufacturer narrative:
H6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) it was difficult to prime the needles. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer also mentioned that her husband uses from the same boxes and he has the same issue as well. Issue involves 2 separate lots of the same product.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3025242. D4. Medical device expiration date: 31jan2028. H4. Device manufacture date: 25jan2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) it was difficult to prime the needles. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer also mentioned that her husband uses from the same boxes and he has the same issue as well. Issue involves 2 separate lots of the same product.